Event description:
It was reported via repair work order that the bed exit was not engaging due to footboard pcb malfunction. It was further reported that the left and right siderails were not functional due to pinched siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not engaging due to footboard pcb malfunction. It was further reported that the left and right siderails were not functional due to pinched siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed exit not engaging due to footboard pcb malfunction is not reportable per qrtr-162 and the fowler up/down controls not working on either siderail would result in annoyance; however, the nurse call was still functioning and motor functions were available on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.